Event description:
Account stated that the head section is bent and came out of the slider pivots, the head section did not collapse, but the head will not go down. Repair is not complete at this time.